Event description:
The customer reported that his blood glucose was 461 mg/dl. He treated with manual injection. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was netiher bent nor occluded. The insertion site was not sore or irritated. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).